Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI: lot/serial: 11510498, UDI: (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleak, aneurysm enlargement and migration.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. There was no endoleak observed and the patient tolerated the procedure. On unknown date in 2016, CT showed a possible proximal type I or type ii endoleak. The aneurysm tended to enlarge. On (B)(6) 2016, the patient had a re-intervention to treat the endoleak. The endoleak was a proximal type I. It was reported the main body appeared to be migrated distally. A gore aorta extender was implanted below the renal arteries and the endoleak was resolved. The patient tolerated the second procedure.